Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 56</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-64 years of age and between 40 and 250 pounds. Of the reported patients, 16 were male, 39 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #3 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there was 1 instance of power - damage with moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: of the 56 allegations of a malfunction, 39 pumps were returned to animas and investigated. Of the investigated pumps, 39 were found to be malfunctioning due to a damaged battery compartment with moisture.

Manufacturer narrative:
In quarter 4 of 2018, there were 6 instances of power - damage with moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.